Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a insulin pump error alarm. Customer's blood glucose value was 145 mg/dl. Customer was advised to replace the insulin pump. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. Customer stated that the insulin pump was not exposed to a high magnetic field. The device will return for the analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion and pump error 35 due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Corrosion on electronic board stack and moisture damage on motor assembly.